Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, when connecting both spyscope ds ii into the controller, no image was displayed on the screen. The procedure was not completed due to this event and will be rescheduled three months after. Reportedly, an advanix rx biliary stent was placed inside the patient. There were no patient complications reported as result of this event.